Event description:
It was reported to tyco healthcare/kendall on april 23, 2007, that a customer had a problem with a dialysis catheter. The customer states the ultem adapter broke. The device was removed and replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, a f/u report will be filed.